Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Bezoar is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the j tube got clogged. On (B)(6) 2019, the j tube was replaced. The physician reported bezoar was found when the j tube was removed